Event description:
During testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone. The device was returned to the biomedical department for a report of replace battery. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing the device displayed e301 (audio alarm failure) with no audible alarm tone. This was due to the piezo alarm assembly. Further testing by the supplier found that the transistor gain value (beta) of the transistor, internal to the piezo, was not sufficient to drive the piezo buzzer resulting in no audible alarm tone. The customer contact's report of replace battery was duplicated during testing. This report represents all the information known by the reporter upon query by hospira personnel.